Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly. The customer reported blood glucose value of 250 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event: high blood glucose. Document treatment for high blood glucose: insulin pump. The event involved product(s) mmt-332a, mmt-396a, mmt-1780kl. Customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smart guard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-396a. Mmt-1780kl was requested and the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0873 inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. Confirmed 7 units of normal bolus was delivered on 05-aug-2024 between 01:06:04.000 and 19:52:06.000. Pump was cut to perform visual inspection and found moisture damage on the pcba 1 and force sensor. Unable to do the force sensor zero offset test due to moisture damage to the flex connector. The p-cap/reservoir does lock properly. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. Pump passed functional testing and no under delivery anomalies noted during testing. Possible under anomaly was not confirmed. Unable to confirm high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.